Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver dilaudid (concentration and dosage unknown), indicated for non-malignant pain. It was reported that a pump volume discrepancy occurred. It was stated that on (B)(6) 2016, they pulled out 17 ml of medication when 10ml had been expected. It was stated that if it wasnt due to their personal therapy manager (ptm) then the patient would be going into surgery for replacement. No patient symptoms were reported. It is unknown what steps were taken to resolve the volume discrepancy issue. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Additional information was received from a consumer. Circumstances leading to the volume discrepancy included the patient being in very serious pain, starting to have serious blackout again, no bolus relief, no rest or sleep because of legs, back, constant stress and pain. The patient went back to the healthcare provider (hcp) for a pump refill. The pain pump was increased; there was still no acknowledgement relief. The patients bolus worked but no medication or reason to believe the pump was still operating correctly. The volume discrepancies had not been resolved. The patient was going back on (B)(6) 2016 for pump evaluation. The hcp said it could be the new pump or the lead could have had a bad kink (or bent). The patient did not understand a new pump giving them trouble. All the patient knew was that something must be done. The stress, pain, and the patients nerves were on edge. It seemed like there could not be anything done to help. The patient needed help and took no oral pain medication. The patient noted that they had to deal with this problem for another fifteen days. The patient noted that their pump and stimulator made their life a better life for them and their family.

Manufacturer narrative:
There was no specific complaint against the 8709sc catheter (serial number (B)(4)). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.